Event description:
Reportedly, with the table titled and the pt standing on the table footrest, the removable footrest detached from the table and the pt fell off but was caught by staff personnel. No injuries were reported.